Event description:
2001 hosp biomed said his ptm78-3 started buzzing and let off some smoke and tripped the beaker opposite the fan. The unit was in use when this occurred. No injury to the pt. 11/2001 field tech called in and reported he replaced the pcb and the unit is back in service.